Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Per sales rep: infected total reverse should, wash out/debridement, poly swap.